Event description:
Complainant alleged that during biomed testing the device was unable to monitor or analyze through the mult-function cable. The user switched it for another multi-function cable and had the same problem. Complainant indicated that there was no patient involvement in the reported malfunction.